Manufacturer narrative:
On 28-jul-2024, additional information was received which clarified and confirmed that there was no failure with the second catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a separation between the pebax and electrode #3 section with a reddish foreign material inside of it. A screening test was performed and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage cannot be determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal action was created for further investigation of the force sensor sleeve insolation issue to prevent fluids to get inside the device. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent premature ventricular contraction (pcv) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that about 30 minutes after inserted into the patient's cardiac cavity, the contact force (cf) suddenly displayed "hi" and vector became unstable. Once the catheter was removed from the patient's body, blood was stored in the spring portion of the thermocool® smart touch® sf bi-directional navigation catheter and could not be removed even after flushing. There was no problem with irrigation operation. The issue was improved by replacing the thermocool® smart touch® sf bi-directional navigation catheter with another new one and it did not recur until the end of the procedure. Visually, there was no damage to the pebax. The area was filled with blood and details could not be confirmed. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The customer's reported force and blood issues are not considered to be MDR reportable since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found a separation between the pebax and electrode #3 section and a foreign material inside of it. These findings were reviewed and assessed the issue of a ¿separation¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.